Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor siltex contour profile moderate saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The patient self-diagnosed the deflation on (B)(6) 2020 and went to the doctor's office on (B)(6) 2020 for medical diagnosis. As a result, the patient underwent implant explantation and replacement with a non-mentor implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Two tears were observed, tear a measuring approximately 0.8 cm within the siltex cracking area and tear b measuring 6.9 cm on the anterior view and extending to the posterior view. Microscopic examination in the tear b edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding tear a, siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).